Manufacturer narrative:
During the investigation of this complaint, as there was no product return, the complaint could not be formally duplicated, only verified by feedback provided by salvin. All applicable device history records, sterilization records, and risk assessments were reviewed, and no discrepancies applicable to this complaint were noted. It has been determined that response exhibited in the patient cannot solely be attributed to the device, as the review of the device history record showed no discrepancies during the manufacturing of this lot. A request for additional information to better address the recorded response within the patient, has been made to salvin.

Event description:
It was reported that a patient who is systemically healthy had bone deficiency at tooth # 20 and underwent a ridge preservation. During the procedure the following products were used: lifenet fdba, xymphony membrane and chromic gut sutures. The area deficient of bone was covered with the membrane and further covered by the patient's soft tissue. No procedural complications were reported. On day 2 post-procedure, the patient exhibited signs of an allergic response. On day 9 post-procedure, the site was opened, and the membrane was removed. The site was ulcerated on the lingual side and swollen on the buccal. Per the surgeon, the site was warm, red and streaky like an allergy. The fdba was left in place, and the sutures had already dissolved. It was reported that the patient reaction was 99% better following removal of the membrane.

Event description:
The surgeon reported that following the membrane implantation for the ridge preservation the gingival flaps were not fully closed. The socket oroface gap was approximately 6mm x 6mm round and was approximated with sutures, leaving the membrane exposed. The intraoral appearance of the surgical site was unremarkable. The adjacent extraoral swelling and red streaking was more remarkable. The membrane was intact but tore upon removal. The membrane was not sent for histopathologic analysis. Antibiotics were started immediately post-surgery (before the reaction was noted). Steroids were added a few days later upon onset of symptoms. Another round of steroids was given at the time of the membrane removal. Following the membrane explantation, the intraoral and extraoral symptoms resolved within 48 hours. Full body hives ensued thereafter which took almost 1 month to resolve completely. The lingual ulceration healed quickly after the membrane was removed.

Manufacturer narrative:
During the investigation of this complaint, as there was no product return, the complaint could not be formally duplicated, only verified by feedback provided by salvin. All applicable device history records, sterilization records, and risk assessments were reviewed, and no discrepancies applicable to this complaint were noted. It has been determined that response exhibited in the patient cannot solely be attributed to the device, as the review of the device history record showed no discrepancies during the manufacturing of this lot.